Event description:
It was reported by a user facility that a saline bag back filled during recirculation. Prior to patient starting treatment, the machine was in the filling program and the saline bag was observed to be full and expanded. The machine was removed from the clinical floor prior to any patients being treated and checked by bio-med technician. The machine's check valve was replaced. The machine was currently in circulation and running fine.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation.